Event description:
On (B)(6) 2009, this pt underwent a total hip arthroplasty with metal on metal components. On (B)(6) 2011, the pt returned to the ortho clinic with complaints of squeaking noises from the hip joint. Further work-up revealed evidence of fluid collection and elevated levels of chromium and cobalt. On (B)(6) 2011, he underwent a left total hip arthroplasty revision. When the old components were removed, the attending surgeon identified that the head component was a size 48 mm instead 50 mm, which is the size of the socket component.